Event description:
It was reported that removal difficulty occurred with the stent delivery system. An 10.0-31 mm carotid wallstent was selected for use with a non-boston scientific (bsc) embolic protection device (epd). After successful stent deployment, resistance was encountered when removing the delivery system, and the epd was also pulled. The balloon of the epd was deflated, and the device was removed. The procedure was completed with a filterwire ez. No patient complications were reported as a result of this event.

Event description:
It was reported that removal difficulty occurred with the stent delivery system. An 10.0-31 mm carotid wallstent was selected for use with a non-boston scientific (bsc) embolic protection device (epd). After successful stent deployment, resistance was encountered when removing the delivery system, and the epd was also pulled. The balloon of the epd was deflated, and the device was removed. The procedure was completed with a filterwire ez. No patient complications were reported as a result of this event.